Event description:
A report was received that the patient¿s lead migrated and was sticking out of the skin. The patient underwent a revision procedure wherein the physician put the lead back under the skin in its original position. The patient was doing well after postoperatively.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.